Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Event description:
It was reported that during surgery, the device was not working properly, it had a battery expulsion or explosion. There was no patient injury, or delay. Another device was utilized to complete the procedure. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: china.

Event description:
It was reported that on an unknown time, the device was not working properly, it had a batteries expulsion or explosion. It is unknown if there was no patient injury, or delay. Due diligence is in progress and there is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Visual inspection of the product showed the battery pack was busted open and warped and there was black debris from the battery expulsion throughout the tyvek tray. The batteries had been removed from the pack. On the interior the terminals were pushed out of place from the force of the expulsion. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as manufacturing and design issues. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.